Manufacturer narrative:
This lens is sold in the USA under model mi60lus.

Event description:
The pt developed severe uveitis post-op. Drug therapy to resolve the inflammation was unsuccessful, the lens was removed and replaced.